Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was damaged and had a cracked front housing. Functional testing included use testing. The device was started in application and functioned properly; no alarms were noted. The downstream sensor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.